Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 34 cm distal to the is4 connector pin the lead body was found squeezed and deformed. In this region, fractures of the condoctor coils leading to the distal and medial ring electrode as well as a frature of one of the conductor coils leading to the lead tip was observed. These damages are assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to noise and impedances over 3000 ohms. No adverse patient events were reported. Should additional information become available, this file will be updated.